Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports two occurrences of the single use distal cover coming off an evis exera iii duodenovideoscope during a procedure. Case with patient identifier (B)(6) reports the distal cover used in procedure 1 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 1 of 2. Case with patient identifier (B)(6) reports the distal cover used in procedure 2 of 2. Case with patient identifier (B)(6) reports the scope used in procedure 2 of 2. Procedure one: the customer reports during an endoscopic retrograde cholangiopancreatography (ercp) using an evis exera iii duodenovideoscope with a single use distal cover, the distal cover fell off the scope in the patient¿s mouth as the scope was being removed. The distal cover was retrieved digitally by the provider the patient did not experience any adverse effects as a result of the distal cover coming off. The patient¿s current condition is described as fair/good. There were no procedural anatomical challenges that could have caused or contributed to the distal cover coming off. There were no abnormalities in the appearance of the scope or distal cover before or after the procedure. No anti-fogging agents were used during the procedure. There were no endotherapy devices used during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, although the root cause could not be determined, the distal cover came off easily due to inappropriate attachment to the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿never use the endoscope unless the single use distal cover is properly attached to the distal end. If the single use distal cover is not attached properly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endotherapy accessories. Also, continuing the examination with the single use distal cover off may cause patient injury by the uncovered distal end of the endoscope. In addition, if the single use distal cover falls off in the oral cavity, it may cause aspiration or respiratory distress if not promptly identified and removed.¿ ¿attaching accessories to the endoscope: attaching the single use distal cover: hold the distal part of the bending section. Pull the single use distal cover gently to confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. Twist the single use distal cover gently in both directions and confirm that the single use distal cover on the distal end of the endoscope does not slip and come off. If finding irregularities on the single use distal cover or incorrect attaching the single use distal cover in the steps from 3 through 8, detach the single use distal cover from the distal end of the endoscope and replace it with a new one. Refer to ¿detaching the single use distal cover.¿ with a new single use distal cover, repeat step 1 through 8.¿ olympus will continue to monitor field performance for this device.